Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider reported that the probe did not work at all. Another probe was opened and it was fine. There was no patient impact reported.